Event description:
During a laparoscopic cholecystectomy case, the monopolar connecting cable, attached to a forceps, broke. The female connector separated from the wire cord. Another connecting cable was then used to complete the case. No pt problems were reported.